Manufacturer narrative:
H.6 investigation summary investigation summary: ¿ scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys ivd, part # 338962 and serial # (B)(6). ¿ problem statement: customer reported complaint regarding deletion of templates for analysis of results. ¿ manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 20sep2021 to 20sep2022. ¿ complaint trend: there are 15 related to the issue of erroneous results; date range from 20sep2021 to 20sep2022. ¿ manufacturing device history record (DHR) review: DHR part # 338962 serial # (B)(6), file # (B)(4) was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis, and servicemax, the root cause of deletion of the templates for results analysis was saturation in the facs diva software. The customer reported a complaint regarding deletion of templates for results analysis. The field service representative (fsr) supported the customer remotely and accompanied the customer to check the instrument from power on. The programmed templates were opened, and the operation of the software was validated with tests. The issue was resolved by restarting the software and reopening the templates. The software is confirmed to be performing as expected. No return sample was requested for evaluation because no parts were replaced. Although the erroneous results occurred while using patient samples, the customer confirmed that the no patients were harmed. Additionally, the erroneous results did not cause a delay in the treatment of any patients. Cleaning the fluidics and regular maintenance is essential for keeping the instrument at its optimal performance. This information can be found in the bd facscanto¿ ii flow cytometer instructions for use (IFU) manual, #23-20269-00 rev. 1/vers. A, starting on page 149. Troubleshooting procedures can be found in the IFU starting on page 181. ¿ service max review: review of related work order #: (B)(4), case # (B)(4). Install date: 20dec2019. Defective part number: n/a. Work order notes: o subject / reported: templates for results analysis were deleted. O problem description: templates for results analysis were deleted. O work performed: the customer was accompanied to check the instrument from ignition. The programmed templates were opened and the operation of the software was validated with tests. Software working properly o cause: saturation in facs diva software. O solution: re restarting software and reopening templates. ¿ returned sample evaluation: a return sample was not requested because there were no replaced parts. ¿ risk analysis: risk management file part #10000445836ra, revision 02/version I,facsdiva software risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes no. O ID: 3.1.52. O hazard : lag-exporting multiple fcs files or experiments with data delays(lags) and makes sw unresponsive (bug: 342405). O cause: diva version 9.1 bug. O harmful effects: sw unresponsive; customer dissatisfaction. O residual probability: 1. O residual severity: 1. O residual risk index: 1. ¿ root cause: based on the investigation results the root cause of deletion of the templates for results analysis was saturation in the facs diva software. ¿ conclusion: based on the investigation results, the root cause of deletion of the templates for results analysis was saturation in the facs diva software. The issue was resolved by restarting the software and reopening the templates. The software is confirmed to be performing as expected. The software is confirmed to be performing as expected. No treatment or diagnosis was given due to the unexpected results. ¿ supporting document: n/a h3 other text : see h.10.

Event description:
It was reported that while using the bd facscanto¿ ii that templates were deleted for analysis of results. The following information was provided by the initial reporter: templates were deleted for analysis of results.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd facscanto¿ ii that templates were deleted for analysis of results. The following information was provided by the initial reporter: templates were deleted for analysis of results.